Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the preliminary logs for the imaging system showed that the interface (umbilical) cable was not seated properly. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to perform ap and lateral image acquisitions. It was reported that restarting and switching out the foot switch did not restore functionality. The interface (umbilical) cable was then unplugged and re-plugged to restore functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.